Event description:
It was reported that the patient underwent a plif, using interbody device and posterior fixation at l4/5. It was reported that one of the two implanted cage backed out. The patient reportedly had numbness post op. The revision surgery was performed approximately 5 months post op in 2009, and the patient symptom was resolved post the revision procedure.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Immediate post op, 3 weeks post op, and 3 months post op x-rays were reviewed. The films show the titanium device at l4-l5. A plif was done with posterior fixation. The interbody devices were undersized. They have migrated posteriorly at 3 weeks post op. The devices in use are lot # w07b3327 and w07d4132. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 2990826, was cleared in the united states.